Event description:
It was reported that the patient underwent pelvic surgery in 2004. Postoperatively, the patient experienced a urinary tract infection. Patient was prescribed medication for the urinary tract infection, which resolved.